Manufacturer narrative:
This report is based solely on device return and analysis. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. The sensitivity knob was not adjusting. Analysis also found the device would not power up. The cause was the main pcb (printed circuit board). The upper case was broken, the ring cover, one bail cover, four case screws, ring cover screw, one bail and ring were missing, and the battery contacts were compressed.

Event description:
It was reported that the knob on the device doesn't work. No information was received indicating patient involvement. The device subsequently tested out of specification during manufacturer's analysis.